Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose (bg) of 550 mg/dl. The customer delivered a manual injection to address bg. The customer continued to use the pump for insulin therapy.

Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. This issue resulted in a blood glucose level of 550 mg/dl. To address this, a correction bolus was administered via the pump, and customer resolved to continue using the current pump until a replacement could be sent. Customer support instructed the caller to confirm that the pump was not plugged into a power source and to press the button more firmly. Despite these steps, the button remained difficult to press. Eventually, customer support arranged to send a replacement pump with updated software, advising the caller to complete mandatory training online before using it. The caller confirmed understanding of the training requirements and acknowledged steps for returning the problematic pump with a return box and pre-paid label provided by tandem.